Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (1.5 tesla). The clinician did not follow the manufacturer's instructions for use as it was an emergence MRI and only manage it with the available bandage. Subsequently, the patient was placed under general anaesthesia on (B)(6) 2025, to replace the magnet. The implanted device remains.